Event description:
The customer contacted baxter's service center regarding a check supply line alarm, which occurred on the homechoice (hc) during use, while the patient was connected. The home patient (hp) stated that they noticed they didn't have the heater bag connected and then decided to disconnect the secondary bag from the heater, but the hp was connected. The technical service representative (tsr) assisted the hp with ending therapy and removing the cassette. The tsr advised the hp to dispose of current supplies and start over with all new supplies or continue with manual supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.